Manufacturer narrative:
The event occurred in (B)(6). Medwatch with a1 identifier (B)(6) is for mobile system, medwatch with a1 identifier (B)(6) is for aviva system.

Event description:
Caller reported patient blood glucose results of 9.2 mmol/l on mobile system, 2.7 mmol/l on aviva system within 10 minutes. Reported no adverse event. A request was made for the return of the meters and strips.